Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that patient had their ins pocket revised due to pocket pain. Revision was done (B)(6) 2017. No patient symptoms or complications were reported in this event.